Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed to correct the b2: outcomes attrib to adv event and h6. Patient code. Patient code 3191 captures the reportable event of surgery and additional intervention required to drain blood.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to have small pericardial effusion. Device check was fine. However, patient experienced cardiac tamponade. Physician drained a bunch of blood and the lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to have small pericardial effusion. Device check was fine. However, patient experienced cardiac tamponade. Physician drained a bunch of blood and the lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.